Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The pt's wife reported that for the last few weeks, the pt has noticed air bubbles in the insulin cartridge of his infusion device. She stated the pt has had elevated blood glucose readings for 2 days. She said he woke up this morning with a reading of 7 mmol/l (126 mg/dl) which is his target range. She stated his readings then elevated to 15 mmol/l (270 mg/dl) at lunch and 20 mmol/l (360 mg/dl) before dinner. She said his symptom was "feeling flushed" and he corrected his readings by bolusing insulin within an insulin pen. During troubleshooting, the time, basal rates and basal history on the pt's infusion device were checked and confirmed to be accurate. The pt's wife stated the pt has scar tissue below his navel and hardness under the skin on the left side of his abdomen. She said he stays 1/2 inch from his previous site. The pt was advised to stay 2 inches from his previous site and site rotation, and management were discussed. The pt was diagnosed with congestive heart failure several weeks ago, which has caused him add'l stress. The pt has also been taking an increased dose of diuretics. The pt's wife stated she partially fills the pt's insulin cartridge (240-260 units) and does not adjust the piston rod to accommodate this. She was advised to do so and educated on the proper procedure to insert a partially filled cartridge. She said she uses room temperature insulin to fill the cartridges. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.